Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced a blank display on the insulin pump. The customer stated that she was about to eat and deliver a bolus when she was the blank display. The customer inserted a different battery and received a no delivery alarm when trying to bolus. The customer's blood glucose was 408 mg/dl. Troubleshooting was done. The customer also mentioned a crack at the right hand corner of the screen. The customer was unaware of how the damage occurred. Explained that the no delivery alarm was caused by an infusion set or reservoir occlusion. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.